Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic papillary incision procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the distal part of the cutting wire broke. Reportedly, no part of the device was detached inside the patient. In addition, it was reported that they attempted to cut through abnormal tissue or anatomy. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was bent, broken and blackened. In addition, the cut was not smooth, confirming that it was not cut mechanically. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures note or if the cutting wire was not in contact with the tissue when it was energized. Additionally, the bent condition of the cutting wire could have been caused by the reported event of cutting wire broke or manipulation upon extraction from the scope. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the duodenal papilla during an endoscopic papillary incision procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the distal part of the cutting wire broke. Reportedly, no part of the device was detached inside the patient. In addition, it was reported that they attempted to cut through abnormal tissue or anatomy. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event.